Event description:
Pt states that for the last seven days the pump starts to play introduction music and then the screen flashes between the icon menu and the bolus menu. This required no physician or hospital intervention. Insulin injections were administered at home.